Manufacturer narrative:
Pending retrieval of complaint sample.

Event description:
Patient (B)(6) stated that he experienced burning sensation of the eyes after using medical device top care hydrogen peroxide cleaning and disinfectant lens care system.

Manufacturer narrative:
Per the initial report, patient (B)(6) stated to have missed the warning signs and used the product directly on the eye. Therefore, product misuse was determined to be the root cause for the reported complaint. Sample was not returned.

Event description:
This is a follow-up report. Initial report was sent on 09/16/2016. Patient (B)(6) stated that he experienced burning sensation of the eyes after using medical device top care hydrogen peroxide cleaning and disinfectant lens care system.